Manufacturer narrative:
Manufacturer's investigation conclusion: the account reported that there was a sterility breach in the centrimag priming set; however, the supplier indicated that it was in fact not breached. The account reported that they experienced that the spike of the priming set was put in the table tray of the set, at the point where the tubing comes out of the tray. They reported that this would cause a sterility issue in the tubing pack. However, additional information was received from the supplier, chalice, which indicated that there was in fact no sterility breach. The spike line is purposefully placed into the foam insert to protect the sterile barrier. The table tray is not a sterile barrier; the sterile barrier of the product is the tyvek that the product is delivered in, so regardless of the hole being present in that area there is no risk associated to its placement, sterility or usage. The centrimag adult vad tubing pack, lot number was 348887, was disposed of and was not returned for evaluation. The centrimag blood pump instructions for use (IFU) is currently available. This IFU also provides the following caution: IFU caution #4: the pump is provided sterile in an unopened and undamaged unit package. Inspect the device and package carefully prior to use. Do not use if the unit package or the product has been dropped, damaged or soiled. This IFU also instructs to perform 2 inspections prior to use: 1. The package containing the pump should be inspected prior to use for any damage to the sterile barrier. The package seals should be intact to ensure sterility. Do not use the pump if the associated package is damaged. Contact abbott medical regarding return of any damaged product. 2. The pump should be inspected prior to use for any damage or particulate matter contamination. Do not use the pump if damaged or if any particulate matter is found on or inside the pump. Contact abbott medical regarding return of any suspect pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the perfusionist had an issue with a centrimag priming set. The spike of the priming set was put in the table tray of the set, at the point where the tubing comes out of the tray. This left a hole in the tray which then cannot guarantee the sterility of the tray anymore. The product was disposed of. No additional information was provided.